Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Trigger stuck in depressed state, power inadvertently initiated. Case type: tha. Is this complaint in regard to the mics and if so, did the handpiece continue to run while outside of the haptic boundary? Yes/no. As per the mps: yes, the trigger continued to briefly run when outside the haptic boundary. It was as if the trigger was depressed when it was not actually being manipulated.

Event description:
Trigger stuck in depressed state, power inadvertently initiated. Case type: tha. Is this complaint in regard to the mics and if so, did the handpiece continue to run while outside of the haptic boundary? Yes/no. As per the mps: yes, the trigger continued to briefly run when outside the haptic boundary. It was as if the trigger was depressed when it was not actually being manipulated.

Manufacturer narrative:
Reported event: it was reported that: "trigger stuck in depressed state, power inadvertently initiated. Case type: tha. Is this complaint in regard to the mics and if so, did the handpiece continue to run while outside of the haptic boundary? Yes/no. As per the mps: yes, the trigger continued to briefly run when outside the haptic boundary. It was as if the trigger was depressed when it was not actually being manipulated." The event was not confirmed. Method & results: device evaluation and results: not performed as no items were returned. Device history review: review of the device history records indicate 25 devices including s/n (B)(4) were accepted into final stock on 21dec2016 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot 42020616 shows 03 additional complaints related to the failure in this investigation. These include (B)(4). Conclusions: the exact cause of the event could not be determined because the product was not received. Device not returned.